Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, illness requiring steroids, xerostomia, smoker, local infection / subacute chronic osteitis, bruxism, bone resorption, pain, mobility. Excessive pressure applied to implant. Crown and abutment removed due to implant failure.